Event description:
The customer reported the ventilator alarmed vent inop. The device was not in use on patient therefore there was no patient involvement or harm. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The manufacturers field service engineer (fse) confirmed the reported problem. The fse reported diagnostic codes that indicate an spi bus failure. The spi bus is communication used to read data for pressure and flow sensors, and failure may result in a vent inop occurrence. The fse replaced the cpu pcb board to address the reported problem. Applicable final testing was performed per operating specifications.

Manufacturer narrative:
Event date: (B)(6) 2014. Conclusion / root cause: the cpu board was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).